Event description:
It was reported by remote transmission the implantable cardiac monitor revealed over and under sensing on the stored diagnostics. The icm is at replacement time but remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).